Event description:
It was reported that the customer's insulin pump was missing a piece of plastic on one of the buttons, causing the button to be unresponsive. This occurred after a reclining chair closed on the insulin pump the customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 94 mg/dl. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. A torn keypad overlay was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.